Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission tha. The customer declined service and stated they would call back as needed. The most probable cause of the reported event was unknown, but may be related to specimen clotting issues.

Event description:
On (B)(6) 2016, the customer reported issues with clotted samples and discrepant patient results for estradiol (e2), progesterone (prog), and bhcg reproductive hormones with their a1a-1800 std. Technical support (ts) advised the customer to consult the analyte application manual (aam) to confirm all specifications for required testing. Ts also suggested that there was a possibility that the 50x dilution may have not sampled correctly. There was no indication of patient intervention or adverse health consequences due to the discrepant patient result.